Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was treated by paramedics on 10/12/2007 due to an incident of hypoglycemia. The reporter states the patient had an incident of low blood glucose while playing on the playground and became unconscious. The paramedics were summoned and roused the patient with glucose. The reporter states the patient is medically complex with asthma and gastroporesis. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.